Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was implanted for urinary retention and 8 days ago the patient went in for a laser transurethral resection of the prostate (turp) procedure. The patient was now having the urge to urinate every 200 to 300 ccs. It was noted that the patient had to turn stimulation down as it was giving them pretty good jolts and stimulation was now at 1.00v. The urge was much more frequent since the turp procedure and the patient might try changing the program to a new program to see how the symptoms were managed on each program. It was reported that the patient¿s previous urge to go was 700 to 800 ccs and the patient no longer needed to catheterize since the turp procedure.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0e4n5, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.